Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information is not available for reporting. Device is an instrument and is not implanted/explanted. This device was received by the synthes manufacturer and was added to the complaint on march 2, 2016. This device was not initially reported but was returned for evaluation in conjunction with the complained event. A manufacturing investigation was performed for the subject device. The subject drill bit was received in used condition without signs of breakage. The device history record review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device was measured and the dimensions are within specification per the associated product drawing. No manufacturing related issues were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reports an event in (B)(6) as follows: it was reported that while the surgeon was attempting to drill the distal holes (levels f and g) during a short multilock humeral nail (mhn) procedure to treat a proximal humeral fracture on (B)(6) 2016, the drill bit interfered with both nail holes. Eventually, the surgeon managed to adjust the aiming arm and drill sleeve for drilling and was successfully able to insert the screws. The surgery was extended for five minutes due to the reported event. There was no adverse consequence to the patient. This report is 4 of 11 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter hospital contact number: (B)(6). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 4 of 11 for (B)(4).